Manufacturer narrative:
The event occurred in china during treatment. It was reported that the treatment started on the (B)(6) 2024 and five days later on (B)(6) 2024 there was a blood leakage found on the gas outlet. No harm to any person has been reported. Further information was received that the set was preprimed before use about 10 to 12 minutes. The hls set was exchanged during treatment due to the leakage and the product cannot be returned due to china custom regulation. There were no leaks during priming. The patient was weaned off later. As a leakage during treatment represents a risk for the patient, a report is required. The affected product is not available for technical investigation, therefore exact root cause remains unknown. A medical consultation was performed by getinge medical affairs on (B)(6) 2024 with following conclusion: "concerning the blood leak occurring at the gas-outlet port, several medical implications were considered. The underlying root cause for the leak to occur on the fifth day of support will, in absence of an lce-investigation, not be determinable. Dependent upon the patient condition the exchange procedure can induce several harms and hazardous situations. Extracorporeal support will have to be suspended, for a usually short period, while the disposable and tubing is exchanged. In v-v configurations that means a temporary drop in extracorporeal gas-exchange and in v-a support scenarios a temporary interruption of both circulatory support and oxygen delivery. Considering that no harm was reported it may be assumed, that no complication or deterioration of the patient occurred during or related to the exchange. Why the leak of blood occurred after five days of support is difficult to determine without a direct examination of the product. However, production related defects are usually apparent after a short time (minutes to a few hours) and thus represent no likely root cause. Changes in blood composition, especially changes in albumin-level or presence of hyperbilirubinemia are known factors to cause plasma leakage. It might be possible that in more pronounced circumstances, blood might cross the membrane-fibers. No ¿abnormal¿ changes in blood composition were communicated. Temporary pressure excursions are supposedly able to damage the hollow-fiber structure, which might cause the observed leakage of blood at the gas-outlet site but cannot be confirmed in absence of an lce investigation. In conclusion: no particular root cause for the reported leak could be identified. Regarding the delayed occurrence a production related defect seems to be unlikely and unknown medical, patient or case related, factors are more likely alternatives. The leakage volume itself is likely to be small enough to not be harmful, as it usually is readily detected, and an exchange of the disposable can be performed in a timely manner." According to the instruction for use (IFU, hls set advanced 6.0/7.0, hit set advanced 5.0/7.0) it is stated in chapter ¿safety instructions for centrifugal pump¿ that leaks or scratching noises in the centrifugal pump can be a sign that it is malfunctioning. Malfunctioning can lead to inadequate patient support. Furthermore, it is mentioned to always keep a replacement hls set for those situations. In chapter ¿priming the system¿ it is written not to pre-prime the circuit too early as this could lead to leaks and to not use a device if there are any leaks. The production records of the affected product were reviewed on (B)(6) 2024. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results and the provided picture/video the reported failure "leakage gas outlet" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china during treatment. It was reported that the treatment started on the (B)(6) 2024 and five days later on (B)(6) 2024 there was a blood leakage found on the gas outlet. No harm to any person has been reported. As a leakage during treatment represents a risk for the patient, a report is required. Complaint ID# (B)(4).